Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and replaced during the service call.

Event description:
It was reported that the 9800 system had a low ma error during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.